Event description:
It was reported that during an unknown procedure, the device stuck on tissue after firing. There was no reported pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.